Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized for heart failure. During a device check before the patient is being discharged, rv lead noise reversion, non-sustained oversensing, non-sustained vt and vf were observed. The patient has been well with no issues. Lead explant is scheduled at another hospital. No additional information is available.